Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she changed the battery and site and noticed a different noise. Customer's blood glucose was 200 mg/dl at the time of the incident. Customer's current blood glucose was 187 mg/dl. Customer stated that she changed her site 4 times today. Customer has been treating with the pump. Customer has never been hospitalized for high blood glucose before. Customer noticed that her blood glucose was high this morning. Customer stated there is no damage to the pump. Customer stated that insulin exited at the quick release. Customer was advised that there doesn't appear to be an issue with the pump because it is pumping out insulin. Customer was advised that the current reservoir appears to be working because she can visibly see that it is going up and down and the pump recorded less units in the reservoir after testing. Customer reported that she can send back the damaged reservoir. The pump also passed the displacement test.